Event description:
An eye care professional reported a female patient had developed central corenal ulcer associated with wear of precision uv contact lenses. The hospital medical report stated that the patient had presented to the hospital after experiencing pain and decreased visual acuity in her right eye for 24 hours and that the pair had begun two hours after removal of the lens. Examination revealed conjunctive, redness, corneal edema with a large ulcer covering nearly all the corneal surface. There was positive staining out a quiet anterior chamber. The patient was advised to discontinue lens wear and to cover the eye for 48 hours. The doctor prescribed treatment with tobrex every 4 hours, diclofenac every 4 hours and nolofil if the pair persisted.